Event description:
During a remote follow up, functional undersensing, automatic mode switching, competitive atrial pacing, and a functional loss of capture were noted on the device. Inappropriate shock was delivered due to incorrect interpretation of signals. The device was behaving according to programmed settings and the therapy was believed to have been delivered inappropriately in response to an episode of atrial flutter. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.